Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during a l4-s1 fusion surgery, the surgeon was not able to tighten the dynesys stabilizing cord. Nevertheless, the cord was used and remains implanted. The surgery was delayed for 30 minutes.

Manufacturer narrative:
No trend considering the following event is identified: loosening during implantation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: in the per (product experience report) the event is described as followed: cord 01.03711.100 has an outside liner and surgeon couldn't tighten thecord correctly because the interior cord kept pulling back inside the outer sleeve. However, the cord was implanted. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis; according to the information received the device is still in vivo. Review of product documentation surgical technique - IFU. Root cause analysis: root cause determination using dfmea: loss of function due to unclear operating instructions, inadequate or missing surgical technique / IFU => not possible: a systematic issue with unclear operating instructions, inadequate or missing surgical technique / IFU would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. Failure of the surgery, bad clinical outcomes due to inadequate training or unavailable surgical tehnique => possible: no surgical report was received for review. It cannot be verified if surgical technique was followed. Therefore, this cause cannot be excluded. Looseing of cord-screw interface; loss of function due to wrong fastening torque => possible: no surgical report was received for review. It cannot be verified if surgical technique was followed. Therefore, this cause cannot be excluded. Conclusion summary: according to the information received, the surgeon had problems to tighten the cord, that caused a surgery delay of 30 minutes. However, it was used and is still in vivo. Neither x-rays nor operative notes were received; therefore the condition of the component is unknown. The reported event cannot be recreated. A probable root cause could be that the surgical technique was not followed. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).